Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to infection. Revision njr number: (B)(4). Side: r. Primary asa: p2- mild disease not incapacitating. The following components have no alleged deficiency and were not revised during this surgery: advance primary femoral size 4 right nonporous kftcnp4r, lot # 1778404 qty. 1; advance ii cocr tibia base nonporous sz 4 standard ktccnp40, lot # 1765223 qty. 1; advance onlay all poly patella 32mm tripeg kpontp32, lot # 1780373 qty. 1.